Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of error e433. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's device evaluation and final investigation. The esg-400 generator involved in the reported incident was returned to olympus for evaluation and the reported e433 error code was verified. This error code is triggered by the safety system of the esg-400 generator and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Potential causes for error code e433 are: -the user activates the foot switch while the generator is booting (temporary error caused by user action). -faulty foot switch (temporary error). -faulty foot switch (temporary error, faulty reed contact). -defective cable connection between hvps board and generator board (temporary or permanent error). -defective hvps board (permanent error). -defective generator board (permanent error). -defective motherboard (adc, permanent error). -defective relay board (permanent error). A manufacturing and quality control review was performed for device model number wb91051w with serial number b004971. There was no non-conformity associated with this device with respect to the reported product problem. The device history review showed that the device was manufactured according to valid instructions and met all specifications. The investigation did not establish a definitive root cause for the reported e433 error message. However, it is plausible that the error was caused by a defective hvps board. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. This problem with the hvps board was identified as the cause of the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the incident was observed during the middle of the unspecified procedure. An unspecified replacement device, which was similar the reported esg-400, was used to complete the procedure.